Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a gravity compensation miscalibration in the right master tool manipulator (mtmr). This issue can be resolved by performing a calibration service.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was reproduced. The fse performed a gravity compensation calibration to resolve the issue. No part replacement required. System inspected, tested and verified as ready for use. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator right (mtmr) drifting issue occurred when the mtm was released with the surgeon¿s head inside the viewer. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the issue did occur while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). There was a slight unintended movement. The procedure was completed with the same ssc in the original configuration.